Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. Attempts have been made to gather product ID information and no further info is available visual examination of the returned screws identified all four have fractured. Fracture analysis performed on lots 5965000, 65965003, & 66138796 identified the screw fracture surfaces exhibited ratchet marks and beach marks artifacts, suggesting that they were possibly fractured due to fatigue mode of failure. The fracture surface on the screw with lot 409840 appeared to be severely damaged with no fracture artifacts to evaluate, and thus the failure mode for the screw couldn't be determined. Review of the vrs baseplate identified signs of use and damage to the screw holes and porous coating. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b2; b3; b4; b5; b7; d2; d4; d6b; d10; g1; g3; g6; h1; h2; h6. D10: item# 110027734; lot# 66344568. Item# 180553; lot# 65965003. Item# 115400; lot# 409840. Item# 180554; lot# 66138796. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial rsa using a vrs on approximately two (2) years and two (2) months ago. Subsequently, the patient came into the hospital on an unknown date approximately one (1) year and nine (9) months post-implantation complaining of pain in the affected area. An x-ray revealed that the lower screw of the baseplate had fractured. At the time, it did not appear that there was looseness in the baseplate, and no bone fracture site has been identified. The patient later underwent a revision surgery approximately two (2) years post-implantation where the vrs glenoid component was noted to not be integrated with the bone and was floating. All fractured screws were removed using a removal kit. The stem remained stable, so the stem, tray, and liner were left in place. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial rsa using a vrs on approximately two (2) years and two (2) months ago. Subsequently, the patient came into the hospital on an unknown date approximately one (1) year and nine (9) months post-implantation complaining of pain in the affected area. An x-ray revealed that the lower screw of the baseplate had fractured. At the time, it did not appear that there was looseness in the baseplate, and no bone fracture site has been identified. The patient later underwent a revision surgery approximately two (2) years post-implantation where the vrs glenoid component was noted to not be integrated with the bone and was floating. All fractured screws were removed using a removal kit. The stem remained stable, so the stem, tray, and liner were left in place. Attempts have been made and no further information has been provided. The patient is now being considered for a custom implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; b4; b5; d2; g1; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 110027734, lot# 66344568. G2: foreign - event occurred in japan. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial rsa using a vrs on approximately two (2) years ago. Subsequently, the patient came into the hospital on an unknown date approximately one (1) month ago complaining of pain in the affected area. An x-ray revealed that the lower screw of the baseplate had fractured. There is no looseness in the base plate, and no bone fracture site has been identified and there are currently no plans for reoperation. Attempts have been made and no further information has been provided.